Event description:
A pt had an ablation done with a labsystem and a carto system. After the procedure the pt had a burn on their right leg where the rl patch and lead wire were. Account stated that it was not a reaction to the patch. The burn necrosed the tissue with a 1/2 lesion and will be having plastic surgery on the spot. The pt is in stable condition and the stamp will be returned for analysis.